Manufacturer narrative:
The probable cause of the overheating noted was attributed to the debris build up in the upper bearing of the device. The micro drill long straight attachment was discarded because it is not a repairable device.

Event description:
The micro drill long straight attachment was sent for evaluation and it overheated during performance testing. No adverse event was associated with the device.